Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 75-year-old male patient on an impella cp for mechanical circulatory support. The patient developed hematomas at all insertion sites (rij swan, impella site, and l fem interventional site) which resulted in the decision to not perform the percutaneous coronary intervention. The plan was to continue bicarb purge with the addition of systemic heparin. The impella was then weaned and explanted.